Manufacturer narrative:
Handpiece didn't get hot. During evaluation handpiece failed specs due to cap bearing damage. Cap bearing was completely intact but pulled off rotor. Handpiece running noisy. Water port clogged on head.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.